Event description:
On (B)(6) 2012, the reporter contacted animas by leaving a voicemail message and email for customer support alleging that the buttons are not responding when pressed. Customer support attempted to contact the reporter in response and was unsuccessful. No further information is available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned with the keypad completely peeled off. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast and down arrow keypad buttons were unresponsive and the up arrow button was intermittently unresponsive; the ok keypad button responded appropriately. The audio bolus button was partially attached and responded intermittently. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.